Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "several less than 1.0cm sized lnes with echodence noise, silicon lympadenopathy, c2". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "several less than 1.0cm sized lnes with echodence noise, silicon lympadenopathy, c2". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture and silicone migration: observed an opening assessed as surgical damage - lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.